Event description:
(B)(4). Due to an allergic reaction from the nickel in the device, I have had several trips to the ER for psoriasis break outs. At one point, I was covered from head to toe. Steroids and/or creams do not help. I have a constant sharp pain in my right side, which is even more severe near time of ovulation or menstrual cycle. Sexual intercourse is unbearable. I feel weak all day because I have become anemic. Menstrual cycles are unpredictable, I have had several that last up to 3 continuous months... And they are extremely heavy (which is not normal). I have memory loss. I can't retain information for short periods of time. I have lost most of my hair. My teeth are crumbling (deterioration), so I will soon need dentures (from almost perfect teeth). I have had several urinary tract infections that have lead to being hospitalized. Several kidney stones. Cysts on my ovaries. I will have to have a hysterectomy at the beginning of the year 2016 to have this device removed.